Manufacturer narrative:
The returned device was evaluated. During evaluation, visual inspection revealed a damaged pin on the device, causing failed communication with the docking station. This damage also caused the screen to continuously refresh when docked; this may have been interpreted as rebooting by the customer. A service history record review reveals that this unit was in the field for over six (6) years with no previously reported issues.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that when the device is turned on and inserted in rds, the screen doesn't turn and the device reboots. There was no known impact or consequence to patient.